Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon inserted a 13.2mm micl13.2 implantable collamer lens, -10.0 diopter, and the surgeon noted the lens was damaged. The lens was partially inserted and was removed with no patient injury. The backup lens was implanted with no problem. The reporter stated the lens was most likely damaged during the loading process (the foam tip plunger pinched the lens), as the lens was being pulled through the cartridge. The cause of the event was due to user error. The lens was discarded.